Event description:
The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. No error codes were recorded in the device event log. In addition, pca with burned component was observed. The device was not repaired. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.